Event description:
It was reported that patient underwent artificial urinary sphincter (aus) replacement surgery as the device would not cycle and had a fluid leak. The fluid leak was identified by a hole somewhere in the system. It is not confirmed where the hole was exactly, but the entire device was explanted and replaced with a new device. There were no patient complications.